Event description:
The acuity central station lost contact with a terminal server, which is a network component that enables wired connection to bedside monitors. This would result in a loss of centralized monitoring for any pt connected through the terminal server, although the customer did not report that pts were connected. Pt vital signs monitoring and alarm functions would continue on the bedside pt monitors. Note: the customer did not report any pts connected to the system.